Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked from the septum and another cartridge leaked out of the sides of the cartridge. A new cartridge was successfully loaded after both events and insulin delivery was resumed. The customer's blood glucose (bg) level was 145 mg/dl for the most recent event. There was no reported impact to the customer's bg level for the past event.